Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. Unit alarm unexpected restart after battery change due to faulty force sensor resistor. No signal too low alarm noted during testing. Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. Pump received without the original pump belt clip. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Customer's blood glucose was unknown. During troubleshooting, alarm history showed a signal too low alarm, no delivery alarm and motor error alarm. Customer reported that the motor error alarm was received after clearing no delivery alarm. Insulin pump passed self-test. Customer was advised that insulin pump would need to be replaced.